Event description:
Journal reference: frank et al. "Hold your horses: impulsivity, deep brain stimulation, and medication in parkinsonism" sciencexpress, 25 oct 2007, p1-10. The article describes the results of a study involving patients being treated with deep brain stimulation for symptoms associated with parkinsons disease. The study included 17 pts being treated with dbs (dbs lead n=17), 15 pts treated with medication only and a group of 27 healthy seniors as the control. The study concluded that the pts treated with dbs experienced cognitive side effects such as impulsivity. Treatment and add'l outcome info was not provided.